Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that endoscope poor visibility. No further complications were reported/anticipated. Event observed during the preoperative inspection.

Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis #(B)(4): as per service report, during the inspection upon receipt, it was confirmed that the outer tube was scratched and that it was out of focus. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.